Event description:
It was reported that balloon rupture occurred. The target lesion was located in a radial arteriovenous fistula. A 6.0 x 60, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported and the patient condition was stable.

Manufacturer narrative:
B5: updated describe event or problem.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a radial arteriovenous fistula. A 6.0 x 60, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported and the patient condition was stable. It was further reported that the target lesion was 80% stenosed, moderately tortuous and severely calcified. The balloon ruptured during third inflation at 24 atmospheres for 1 minute.

Manufacturer narrative:
Mustang 6.0 x 60, 75cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied, the balloon was inflated to its rate of burst pressure of 24 atmospheres for 30 seconds. A vacuum was then applied. The inflation device was verified at 24 atmospheres, before and after use. This inflation to rate of burst pressure of 24 atmospheres was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. As per mustang specification the rated burst pressure for this device is 24 atmospheres. A visual examination of the marker bands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination found the shaft of the device to be kinked at more than one location within the balloon. This type of damage is consistent with resistance being encountered and excessive force being applied to the device. A visual and tactile examination found damage to the tip of the device. This type of damage is consistent with resistance being encountered and excessive force being applied to the device. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a radial arteriovenous fistula. A 6.0 x 60, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported and the patient condition was stable. It was further reported that the target lesion was 80% stenosed, moderately tortuous and severely calcified. The balloon ruptured during third inflation at 24 atmospheres for 1 minute.